Event description:
It was reported that this device was returned after expected end of life (eol). No further information was provided. However, analysis revealed an anomaly.

Manufacturer narrative:
(B)(4). Analysis of the device revealed motor gear train anomalies including corrosion and/or wear and/or lubrication and stall due to shaft-bearing.